Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. The patient was discharged with a medical regiment of eliquis. The patient had their 45 day follow up procedure which showed no device leaks and no thrombus. The eliquis was stopped at this time. The patient had a 9 month follow up transesophageal echocardiogram(tee) procedure. The imaging showed that there was a small device related thrombus. The physician started the patient on plavix in response to the event. 6 days later the plavix was stopped and eliquis was restarted. The plan is for the patient to come in again at a future date for another tee procedure. The patient had no other consequences as a result of this event.